Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, the patient went into cardiac arrest shortly after the decision was made to discontinue attempts to implant the left ventricular (lv) lead due to poor patient anatomy. The patient required chest compressions and was noted to be well two days following the procedure. No further patient complications have been reported as a result of this event.